Manufacturer narrative:
The main component of the system and other applicable components are product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient was feeling stimulation in the wrong location. They mentioned they just received the trial implant about an hour ago the day of the report. Trial patient reported that when they turn the stimulation up they only felt at the lead site. It was recommended that trial patient follow their post-surgical activity instructions and start monitoring their results. No further complications reported.